Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the medical records identified that the patient was revised due to a cyst and trunnionosis. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). Concomitant medical products : part: 163668, 32mm mod head cocr -3mm neck, lot: j3082022.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty. Subsequently, approximately seven years later, the patient was revised due to recurrent cysts in the hip. During surgery, synovitis, cup and liner wear, and in-vivo corrosion of the head and neck were noted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Dob ¿ unknown day and month in (B)(6). Concomitant medical products: part: 010000664, g7 pps ltd acet shell 54f, lot: 3058955. Part: 010000850, e1 std poly liner f32, lot: 3081924. Part: 163668, 32mm mod head cocr -3mm neck, lot: 00j3082022. Part: 103201, taperloc por fmrl 6.0x132, lot: 2447794 report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: cup: 0001825034-2019-02573. Liner: 0001825034-2019-02575. Head: 0001825034-2019-02576. Stem: 0001825034-2019-02603.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty. Subsequently, approximately seven years later, the patient is indicated for revision due to recurrent cysts in the hip. However, no revision procedure has been reported to date. Attempts have been made and no further information has been provided.